Event description:
It was reported that the atrial output dial on the external pulse generator was unresponsive, that the output value did not change when the knob was turned. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the encoder flex had an open trace, as a result the part was replaced. (B)(4).